Event description:
The following information was previously reported in manufacturer report #3004209178-2025-15692. All information pertaining to this event will now be reported under this manufacturer report number: information was received from a healthcare provider (hcp) and patient via a manufacturer representative (rep) regarding an implanted infusion pump. It was reported that a previous catheter revision occurred. Per the operative report, the catheter was removed. Additional information received indicated that, according to the patient, it was simply shortened because the physician moved the pump from the front/abdomen to the back for reasons unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.